Event description:
The zeiss atlas topographer instruments do not provide software patching to protect against security vulnerabilities. The devices does not comply with the "patch act of 2022" which states "the manufacturer shall have a plan to appropriately monitor, identify, and address in a reasonable time postmarket cybersecurity vulnerabilities and exploits".